Manufacturer narrative:
Concomitant products: product ID 37082, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3 7701, serial# (B)(4), implanted: (B)(6) 2006, product type implantable neurostimulator; product ID 37082, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3998, lot# v126060, implanted: (B)(6) 2010, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3998, lot# v314993, implanted: (B)(6) 2010, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) the patient had for the neck was dead and had been dead for 2 years. It was stated that the patient had been at the hospital for neck surgery 2 years ago and she went to the ICU for 14 days and she was in a coma. It was noted that the hospital had not let the patient¿s husband charge her ins while she was in the ICU, and the ins went dead. It was stated that the dead ins needed to be replaced. It was noted that the patient had an appointment with the hcp on wednesday and that the patient had been trying to contact a manufacturer¿s representative for the last 3 weeks. It was stated that the manufacturer¿s representative needed to do a test to confirm that the ins battery was dead, per insurance. Additional information received reported that there were telemetry issues. It was reported that the manufacturer¿s representative was with the patient now. It was reported that the rechargeable implantable neurostimulator (ins) had been in overdischarged for ¿over a year¿. It was stated that the patient had not charged or felt stimulation over a year. It was stated that the patient had been hospitalized with pneumonia and ¿life threatening condition¿ and the device had not been charged. It was stated that the healthcare professional (hcp) would replace the ins due to overdischarge. It was reported that there was no device issue. It was reported the battery was non-functional. It was noted the battery was explanted due to being dead. It was reported telemetry was not available. It was noted reprogramming was attempted. It was reported the explant resolved the issue. It was noted the patient recovered without permanent impairment.